Manufacturer narrative:
Patient information is unknown. This report is for an unknown tfna lag screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, that a lag screw backed out of a trochanteric fixation nail advance (tfna) construct. It was identified via x-ray on (B)(6) 2018. The patient underwent an unknown procedure on (B)(6) 2018. The surgeon stated that he was unsure if he ¿torque limit locked¿ the lag screw upon insertion, which caused the screw back-out. Concomitant device reported: tfna nail (part/lot unknown, quantity 1). This report is for an unknown tfna lag screw. This is report 1 of 1 for (B)(4).

Event description:
It was reported patient underwent an unknown procedure on (B)(6) 2018. X-ray taken on (B)(6) 2018 revealed the lag screw had backed out of the trochanteric fixation nail advanced (tfna) construct. Surgeon stated he was not sure the hardware was torque limit locked at the time of insertion. There is currently no plan to remove the hardware.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.